Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that full-height enhanced drawer 2 was not detected on the communication bus. A field service engineer reseated the retractor band and row board cable and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system 3ctb enhanced full-height drawer 5 and all cubies were not detected on the communication bus. The customer stated that there was a delay of about an hour for nurses to dispense patient medications. There were no adverse events or injuries reported based on this event.